Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was reportedly very ill and hospitalized. The patient was then discharged and sent home, where they passed out. The patient was again admitted to the hospital. Upon further review, the patient endured a slow ventricular tachycardia (vt) at 120bpm to 125 bpm. The device had been programmed in a zone at 150bpm and therapy was not delivered. Technical services was consulted and recommended reprogramming the vt zone lower to treat the rhythm. It was noted that undersensing did not occur and the device functioned per programming. The device was reprogrammed with a third zone of anti-tachycardia pacing (atp) only at 130bpm. The patient was discharged and a possible change in medication had occurred. No further observations were noted.